Manufacturer narrative:
E1 reporter phone number - (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a ventilator error. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that there was a ventilator error with the v60 device. The rse advised the customer to "reinstall piping" as the repair action. Good faith efforts (gfes) are being completed to clarify the device issue, clarify troubleshooting, and confirm resolution of the device issue. This investigation is ongoing.

Manufacturer narrative:
H10: in a good faith effort (gfe) response form the authorized service provider (asp) received on 06jun2023, it was stated that the diagnostic report (drpt) was not available. The device issue was clarified by the asp to be a low tidal volume issue. The asp confirmed that the troubleshooting and resolution provided to the customer was to reinstall the piping of the device. It was also confirmed that the device was no in clinical use at the time of the event. No further information was received from the asp and no further work was performed by philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.